Event description:
It was reported that this right atrial (ra) lead was exhibiting high impedance out of range. No noise was noticed. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).